Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of imprecise motion to be related to the customer reported complaint. The instrument was found to exhibit imprecise motion. The instrument was found to have a loose pitch cable which led to the imprecise pitch motion. Additional findings not reported by site were also identified: the mega suturecut needle driver instrument was found to have a loose pitch cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and failure analysis did not confirm or replicate the reported issue. The instrument was found to have a loose pitch cable on the proximal end. The instrument could not be tested for intuitive motion since it failed engagement on the in-house system. The instrument failed mechanical engagement when being tested. Instrument inputs failed to engage with the sterile adapter in multiple attempts.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the mega suturecut needle driver could not be manipulated properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.